Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was cleaned and no issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dib00 model lens. No further evaluation was performed. The complaint issues reported were not confirmed during product evaluation, and no other issues were identified. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient had blurry vision, thus the iol was explanted in a secondary surgical procedure and replaced with a lower diopter iol, replacement lens model information was not provided. Patient prognosis post lens exchange was reported as fully recovered, with no significant impact on daily activities. No further information is available.